Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the instruction for use (IFU) and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The following was reported to gore: the patient presented with an abdominal aortic aneurysm was treated with gore® excluder® aaa endoprostheses on (B)(6) 2014. On (B)(6) 2016 during the follow up visit a computed tomography angiography showed an increase of the aneurysm sac from 49 mm, measured on (B)(6) 2016 , to 58 mm. On (B)(6) 2016 a reintervention was performed. The physician did an embolization of the lower mesenteric artery and the aneurismal sac.